Event description:
It was reported that the patient's ipg was explanted and replaced. Surgical intervention has resolved the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg battery is <2.73v and is receiving the message "replace generator soon". Surgical intervention is anticipated.